Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotation speed was unable to decrease. The target lesion was located in the left anterior descending artery (lad). A rotablator rotational atherectomy system was selected for treatment. During preparation, outside the patient's body, the device was set up to the correct speed. The physician ensured that the system was properly connected; however, it was noted that the rotation speed was at 250,000 - 280,000rpm. In addition, the speed was unable to reduce through the knob. Air leakage was also observed from the advancer. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Cosmetic issues were noted in the device. The console was tested using a rotalink 1.75mm burr. The speed was set at typical operational speed. The burr speed was able to reduce and controlled by the knob. The console did not exhibit any problems with the burr speed or gas/air leakage. It was also noted that the turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. The rotational speed abruptly drops to 184 krpm from maximum of 232 krpm. The rotational speed control regains linearity when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the rotation speed was unable to decrease. The target lesion was located in the left anterior descending artery (lad). A rotablator rotational atherectomy system was selected for treatment. During preparation, outside the patient's body, the device was set up to the correct speed. The physician ensured that the system was properly connected; however, it was noted that the rotation speed was at 250,000 - 280,000rpm. In addition, the speed was unable to reduce through the knob. Air leakage was also observed from the advancer. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.